Event description:
It was reported that this right atrial (ra) lead was capped and surgically abandoned due to fracture. A lead revision was performed, and the ra lead was replaced with a new lead successfully. No additional adverse patient effects were reported.